Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced persistent hypotony since a few weeks following a glaucoma stent implant procedure. The doctor tried to halve the lumen of the stent with a suture in order to get the hypotony under control, but this did not help much. Additional information was requested. This is one of two medical device reports for this issue from this facility.

Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause cannot be determined. Insufficient information (e.g., patient preoperative condition, intraoperative complications, postoperative events or conditions that may have an effect on iop) is available for a detailed evaluation of the case. There is no mention of stent system failure. Possible root cause is that hypotony, or low iop, is an established risk associated with stent system use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that after suture insertion into the stent, the patient experienced persistently too high intraocular pressure values. The patient was subsequently hospitalized, and a trabeculectomy was performed. It was reported that the patient's intraocular pressure then became normal. It is expected that the event will resolve with the treatment. It was noted that the patient was also given additional pressure lowering medication. This is one of two medical device reports for this issue from this facility.